Event description:
It was reported that shortly after implant, the left ventricular (lv) lead exhibited out of range impedances. The pocket was reopened, and it was determined that there was a connection issue. The lead was reconnected to the device, and the device and lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.